Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the outer sterile blister of the device, the inner sterile blister was observed to be unsealed. Surgeon elected to not use the device due to sterility concerns. A second device was immediately available in the operating room with no surgical delay.

Manufacturer narrative:
An event regarding packaging issue involving a securfit stem was reported. The event was confirmed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event for packaging issue was confirmed based on visual inspection of the returned device. The returned packaging of the securfit stem had the inner blister bent and part of the tyvek lid was not sealed. According to the nc¿s noted process, each stage of the packaging and sealing process are visual inspections. At any point in the process if any packaged device has issues they are discontinued and removed from the process. As there was no report of an issue with the outer seal, the issue with the inner seal had no impact on the quality, functionality, or sterility of the implant. The product was not used in surgery and a backup unit was immediately available for implant, causing no delay to surgery.

Event description:
It was reported that upon opening the outer sterile blister of the device, the inner sterile blister was observed to be unsealed. Surgeon elected to not use the device due to sterility concerns. A second device was immediately available in the operating room. With no surgical delay.